Event description:
The customer received questionable urine leukocyte results for two patient samples. The urine leukocyte results for one sample were diecrepant. The sample was a clean catch urine sample collected at an off-site clinic. The sample was pale yellow and clear at room temperature. The patient's initial urine leukocyte result was negative when tested on a criterion ii urine analyzer, serial number (B)(4). This result was reported outside the laboratory. When the urine sample was evaluated microscopically, the white blood cell count was 11-20/hpf. A calibration was performed and the sample was retested twice on the criterion ii urine analyzer. The leukocyte result was negative both times. No visual reading was performed. The initial negative leukocyte result was reported outside the laboratory. The patient was not adversely affected by the event. A request to return the criterion ii urine analyzer to roche for evaluation has been communicated to the customer.

Manufacturer narrative:
The criterion ii urine analyzer was returned for evaluation. The root cause of the discrpancies was not determined. Both positive and negative controls produced expected results. Further investigation using retention material (from the same reagent lot number) measured values that were all within specified ranges. The customer material was not investigated since it was not provided. No adverse events were reported.